Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of pacemaker break was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Visual inspection found tool marks on the device or header, which is consistent with having occurred during procedure. Analysis of the device image indicated the device was within normal range of operation. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.

Event description:
It was reported that the pacemaker exhibited a mechanical breakdown. The pacemaker was explanted and replaced. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.